Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device was being cleaned when the blade snapped off of the device. Unknown how the case was completed. There was no patient consequence.